Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the guardians noticed a decline of the child's auditory performance since (B)(6) 2010. Problems of external parts are excluded and history of head trauma is denied by the guardians. Testing shows that the number of channels in status hi has increased gradually since (B)(6) 2010. Now 8 channels are in status hi.